Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a rash on his right side that is irritated and red. Patient also reported that his left chest is swollen and nipples were sore. There are no allegations of any open or oozing skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone cream by a physician for the rash and that the physician believed that the sore nipples were not related to the lifevest. Patient reported that the cream is helping with the rash.